Event description:
It was reported that on (B)(6) 2012, the patient was desatting with no pump flow. Rpm's were at 3800. The clinician was unsure if issue was due to the pump motor or the rotaflow disposable de-coupling. Hand cranking was initiated to establish forward flow. The pump motor was changed out successfully. There was no patient effect reported. On (B)(6) 2012, the issue occurred again with rpm's but no flow. The rotaflow disposable was changed out successfully. No more issues were reported. There was no patient effect reported. (B)(4). The rotaflow drive unit (i.e. Pump motor) and rotaflow disposable are components of the same 510(k) cleared device. This is event 2 of 2.